Event description:
A disposable cutting guide instrument fractured following impaction onto the bone during surgery. Surgery was completed successfully.

Manufacturer narrative:
A disposable cutting guide instrument fractured following impaction onto the bone during surgery. Surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification.